Manufacturer narrative:
The insulin pump was received with detached reservoir tube retainer and minor scratched lcd window. The pump passed displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 3.0 mmol/l at the time of the incident. The customer states the insulin had a crack and is unaware of how it occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.